Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and before the operation, the tip or splines of the catheter were found bent (no exposed wires). Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection of the returned device was performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that the tip was bent, with the fourth electrode being bent, and the peek housing was cracked, with internal components exposed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The potential cause of the damage could be related to the handling of the device during the procedure; however, this could not be conclusively determined. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and before the operation, the tip or splines of the catheter were found bent (no exposed wires). A second device was used to complete the operation. There was no adverse event reported on the patient. Device was not used in patient. This event was originally assessed as not MDR reportable. A photo was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the photo provided by the customer, a bent was observed and a breakage in the peek housing, leaving a gap in the peek housing; however, there was no complete separation from the tip. This finding is MDR reportable.

Manufacturer narrative:
A photo was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the photo provided by the customer, a bent was observed and a breakage in the peek housing, leaving a gap in the peek housing; however, there was no complete separation from the tip. The potential cause of the damage could not be determined. The customer complaint was confirmed based on the photo received. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).